Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bag completely detached from the ring. The bag portion of device broke off inside patient when attempted to remove specimen. There was no reported patient outcome.